Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Fluoroscopy was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.